Event description:
Pas-port catheter adhered very persistently to vein, preventing removal. It was necessary to transfer pt to radi-op table and call in an interventional radiologist in order that the catheter not fracture & embolize. Portions of vein remained attached to catheter after removal.